Event description:
During other repairs, the customer biomed found that a capacitor, designator c25, was blown open from the biphasic pcb assembly. The reported issue could be critical since the device might not be able to provide defibrillation therapy with a shorted capacitor. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Follow up with the customer found that the biomed replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was returned to service for use. The removed biphasic pcb assembly was not returned to physio-control for eval. Therefore, physio is unable to further investigate the reported problem.